Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. The customer¿s mother reported the battery being out of the insulin pump and it does not stop beeping. The mother states the insulin pump took a pretty good hit to the floor and the screen is flashing solid white. The customer did not troubleshoot the issue. The customer¿s mother was advised to disconnect from the insulin pump and revert to back-up plan. The mother declined troubleshooting for the high blood glucose level and has manual injections to give until the replacement insulin pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. No solid white display during testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.